Event description:
Procedure: bowel resection. Reportedly,the instrument was fired and staples deployed from the stapler however the staples did not form properly. The surgeon then opened the patient in order to finish the procedure.